Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch basic enhanced meter powers off during use. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began between (B)(6) 2009 (date unspecified). The patient manages her diabetes with insulin (self adjuster). After the alleged issue occurred, the patient indicated she continued with her usual diabetes regimen. Immediately after the reported meter issue began, the patient claimed she felt irritable and developed a headache. The patient claimed between (B)(6) 2009 she obtained a blood glucose result of "336 mg/dl" with the doctor/clinic's meter. At an unspecified date and time after the alleged issue began, the patient reportedly was administered 10 units of novolin insulin by a health care professional. At the time of troubleshooting, the csr noted that the alleged power issue was a result of the meter falling in water. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the product issue and reportedly had to receive medical intervention from a health care professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.